Event description:
It was reported that a patient presenting to clinic not feeling well and passed out in the waiting room. External defibrillation was used and vf was observed. Afterward, the device could not be interrogated. The device was last programmed in (B)(6) 2013, to vvir. At that time, approximately 3 years till eri was noted. Afterthe two external defib shocks, the patients rate was in the 20s. An external pacemaker was connected to support the patient. The physician reported that the patient is currently dnr and will not be receiving a new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.